Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6.1 failed. A field service engineer worked on the auxiliary half height (hh) drawer 6 where pockets were not detected on the bus and was informed by registered pharmacist (rx) that drawer 5 had also been failing, shut down the station, opened the back panel and the back of drawer 2, cleaned the contacts on the drawer controller boards in drawers 5 and 6, secured the connections, tightened the hard stops, powered on the station, tested good in hardware test application (hta), performed preventive maintenance (pm) on the unit, and secured connections and verified operational with the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 6.1 failed and was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.